Event description:
It was reported that during an in clinic device check, the patient's implantable pulse generator (ipg) battery longevity, decreased prematurely from 12.5 volts to 6.5 volts in approximately three months. The device remains in use, but a follow up device check was scheduled for continued monitoring. No patient complications have been reported as a result of this event.